Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller alarmed with "controller fault" when the physician checked, it was hot and under a blanket. The system controller was exchanged.